Event description:
It was reported to medtronic minimed that the customer reported a diminished battery life, lasting 5 days, cracks on the back and side of the pump, piece where belt clip slides into was missing, unexplained and random no delivery alarms, error continue to occur after a site change, and time and date has reset after a battery change. The customer reported no adverse event. The event involved product(s) mmt-332a, acc-1601, mmt-242a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a, acc-1601, mmt-242a, mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test, active current test, and sleep current test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thus/thump. Confirmed pump did not alarm insulin flow blocked alarm during normal bolus in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. However, the electronic assemblies and motor assemblies were inspected, and found moisture damage on pcb1 board. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, battery tube threads cracked, cracked keypad overlay, broken belt clip rails, cracked retainer. However, the p-cap/reservoir does lock properly. Pump passed required testing, and no unexpected insulin flow blocked alarms noted during test. No power errors noted and passed all required testing. Date/time related problem was not noted. However, confirmed belt clip rails damaged. Confirmed moisture damage to pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.